Manufacturer narrative:
This report is submitted on october 31, 2016, by cochlear limited (manufacturer) on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011 - attachment: [61491-device analysis report.pdf]

Manufacturer narrative:
This report is submitted on october 17, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2016 due to non-use . There are no plans to re-implant the patient with a new device.